Event description:
The device was explanted and returned to the MFR after 31 months implant duration. No pt symptoms were reported. According to the MFR's device registration system, the last known drug used in the pump was morphine. Add'l info has been requested from the hcp but was not available on the date of this report.